Event description:
The ge oec 9800 fluoroscopy system had poor image quality.

Manufacturer narrative:
A ge oec service rep investigated the issue, and the video connection was pushed out of the socket. The connection was repaired to restore image quality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted info.